Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for colorless liquid in the tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and it was observed that tube contained clear liquid consistent with water in appearance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: before use this batch, when customer open the package, they found 1ea. Tube has transparent colorless liquid in the tube. 1ea. Actual sample will be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: before use this batch, when customer open the package, they found 1ea tube has transparent colorless liquid in the tube. 1ea actual sample will be returned.